Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration dates are unknown. (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the bands were attempted to be deployed; however, the bands were entangled and failed to deploy. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported due to this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the device lot number; therefore, the manufacture date and expiration dates are unknown. Block e1: it was reported that the physician's name is (B)(6). Initial reporter facility name: (B)(6). Block g4: it was reported that the correct bsc aware date is march 23, 2020. Block h6: device code 2610 captures the reportable issue of bands failed to deploy. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the bands were attempted to be deployed; however, the bands were entangled and failed to deploy. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported due to this event. Additional information received on (B)(6), 2020: there were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay and stable.